Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no pump anomaly. Final analysis of the catheter found the full catheter attached to pump as received, with no visible kinks. The catheter/catheter body had significant twisting that may have affected infusion. The catheter sutureless connector had indent in the seal and no occlusion and met occlusion criteria.

Event description:
It was reported that the patient was not receiving pain relief from the pump. No issues with filling or residual volume were reported. A "coil" or kink of the catheter in the spinal incision (distal segment) was observed and it was anticipated that was the reason the patient was not getting pain relief. The patient insisted that the pump be replaced as well as the catheter in case there was a problem with the pump. The physician decided to remove the entire system. Both the pump and the catheter were then replaced. Details on the symptoms reported were less than 50% therapy relief and the issue was located at the catheter track. The patient outcome was reported as alive with no injury or adverse event. It was reported 2 weeks later that the patient did not trust the system and wanted to start over. The entire system was replaced even though the issue was only with the catheter because the patient insisted on it. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter, roduct ID 8709sc, lot#, serial# unknown, implanted: explanted: product type catheter, product ID 8590-1, lot# n264228, serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).